Manufacturer narrative:
The event occurred in (B)(6).

Event description:
A customer complained of questionable inr results for 1 patient tested on a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. At 9:07 am the result from the meter was 2.3 inr. At 9:14 am the result from the meter was 2.6 inr. At 9:22 am the result from the laboratory was 1.16 inr. The patient's therapeutic range was requested but was not provided. There was no allegation of an adverse event. The customer's meter and test strip have been requested for return. Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.